Event description:
It was reported that the patient did not get any stimulation "in anything but their ribs and knees" post implant. It was added that the patient experienced less than 50% therapy relief. It was noted that the patient had their lead replaced. It was added that the patient's status is alive with no injury. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6). Product type lead product ID, 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information confirmed that the patient underwent a revision and was doing well following the lead replacement. If additional information is received, a follow-up report will be sent.